Event description:
Some screws, implanted in a liss plate with allograft/bmp bone graft on the left femur for a periprosthetic supracondylar femur fracture, were noted as broken post operatively. All hardware was removed and replaced with a condylar plate. Patient was reportedly noncompliant with nwb instructions.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion is available at this time.